Event description:
The customer reported having high blood glucose of 378 mg/dl. Troubleshooting was performed. Ran a fixed prime and the test passed. Performed a high pressure test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.